Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Patient received an implant on (B)(6) 2011 via the right internal jugular vein due to left lower extremity deep vein thrombosis with massive bilateral pulmonary emboli. Patient developed bilateral pulmonary embolism (pe) and is alleging device is unable to be retrieved, abdominal pain.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "bilateral pe, device is unable to be retrieved, abdominal pain." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.